Event description:
A number of portex tracheostomy tube was opened for a planned tracheostomy. The stylet did not fit into the tube. We cut the blunt end off and then used the cut stylet, but it did not reach the end of the tracheostomy. We opened a second number 8 tube and that one also had a non-fitting stylet.